Event description:
Technician alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake caters, brake steer weldment, and the fifth wheel arm weldment to resolve the issue.